Event description:
An hcp reported that there were 33,000 low impedance paces, and the technical consultant stated there may be some current leaking between the two conductors. It was reported that there was apparent low impedance with the atrial lead. It was further reported that there was no bipolar sensing and inconsistent unipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4068-52 implantable pacing lead, (B)(6) 1999. (B)(4).